Event description:
It was reported, that the device stopped ventilating the patient for 2-3 minutes during a case. There was no injury reported.

Manufacturer narrative:
The device was examined on-site by a dräger service technician and did not exhibit any deviation from specification. It was returned to use without further problems reported to date. The log file was evaluated by the manufacturer. An ac power fail alarm was logged for 04:22pm which is approx. 20 minutes after the given time of event. There was no further entry until 06:02pm when the device recognized that ac mains power was restored. Another entry was recorded a few minutes later indicating a problem with the auxiliary internal vacuum pressure. It is however seen likely that these three entries have no relation to the reported event. This is based on the following: between ac power loss and power restore is a period of >90 minutes. The minimum operation time on batteries is 45 minutes; it may be longer depending on mode of operation. The first pre-warning of beginning battery depletion will be given if the residual capacity underruns 20%. The fact that alarm no such alarm was posted after 1.5 hours reasonably suggests that no active ventilation was performed between 04:22pm and 06:02pm. Most likely the device was disconnected from mains supply after the event at 04:22pm and, the other two log entries were recorded when somebody was performing failure research in follow-up of the event. Dräger was seeking for additional information about the course of event but the operators were not able to provide meaningful details. A ventilator failure would produce related entries in the logs but no such entry was found. Considering that the machine was free of faults when it was checked by the dräger technician, the most likely explanation would be that "stopped ventilation for 2-3 minutes" must indeed be interpreted as "no gas flow at the patient opening for 2-3 minutes". A large leak in the patient circuit, an obstruction of the pneumatic path or a stenosis can lead to insufficient ventilation despite the ventilator is delivering volume as set. Reportedly, the users bridged patient support for these 2 to 3 minutes in manual ventilation and switched back to automatic ventilation afterwards which was working well again. It is imaginable that the contributing condition for the observed problem was removed unnoticedly during the intervention.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported, that the device stopped ventilating the patient for 2-3 minutes during a case. There was no injury reported.